Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously low potassium (k) result of 2.8mmol/l generated by the synchron lx20 pro analyzer. The sample repeated at 3.8mmol/l. The false low result was not reported outside of the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc was within range prior to the event. No additional information is available for this event.